Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Objective evidence was provided during the investigation indicating a product problem, thus the complaint is confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t machine had a burnt power switch, bridge rectifier, motherboard (capacitor), power supply board, actuator board, function board, and eeprom chip. A burning smell was also reported. This was discovered upon troubleshooting an art bp not comm. Message and a display usb port issue. The biomed confirmed that they did not observe any smoke, sparks, flames, arcing, or any other further visible heat or electrical damage related to the reported event. There was no harm to any patients or individuals because of this malfunction. The biomed replaced all the burnt components and the power cords, and they have received a new functional board and eeprom chip which will be installed. The biomed confirmed that the machine will be back in service once those remaining components are installed. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the burnt components. The biomed confirmed that the burnt components are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t machine had a burnt power switch, bridge rectifier, motherboard (capacitor), power supply board, actuator board, function board, and eeprom chip. A burning smell was also reported. This was discovered upon troubleshooting an art bp not comm. Message and a display usb port issue. The biomed confirmed that they did not observe any smoke, sparks, flames, arcing, or any other further visible heat or electrical damage related to the reported event. There was no harm to any patients or individuals because of this malfunction. The biomed replaced all the burnt components and the power cords, and they have received a new functional board and eeprom chip which will be installed. The biomed confirmed that the machine will be back in service once those remaining components are installed. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the burnt components. The biomed confirmed that the burnt components are available to be returned to the manufacturer for physical evaluation.